Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The information obtained from this device indicated that the device was first installed on (B)(6) 2008 and successfully carried out weekly self-tests until (B)(6) 2010. After this date the device began to emit a low battery warning and failing self-tests. The user was alerted to all failures by the red status indicator being illuminated and a beep. The returned pad-pak was tested and the voltage under load measured. No fault was found with the pad-pak and the voltage measurement was assessed as being typical of pad-pak which had been in use for over two years. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.